Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: h4. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø4.3 l413 was observed with a mark of damage/depth scratch around the coupler connection. A dimensional inspection for the drill bit ø4.3 l413 was not performed due to post manufacturing damage. A functional test was unable to perform as the mating device was not received to asess the interaction between the devices. However; the damage observed during the visual insection could cause the inability to assemble and/or disassemble/release mating devices properly. A definitive potential cause caanot be determined with the evidence provided. The overall complaint was confirmed as the observed condition of the drill bit ø4.3 l413 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part:03.168.011. Lot:f-35226. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 13 jan 2023. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: report was initially submitted on july 30, 2025, but the FDA site was down. Advised by FDA on august 5, 2025, to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2025, the patient underwent an unknown surgery with the drill bit. The surgeon tried to attach the drill bit to a quick coupling (05.001.250) which the hospital owns, but it was not able to do it. So, a jacobs chuck was used, and the surgery was completed successfully with no delay. After the surgery, they checked the drill bit, and it was confirmed that there was a dent-like scratch at the base of the drill bit, making it impossible to connect to the attachment. No further information is available.